Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Loss of capture has been reported via home monitoring several times since implant. Pulse amplitude has been steadily increasing. Capture control is off. Impedances are consistent. The lead remains implanted at this time. No adverse patient events have been reported. Should additional information be received, this file will be updated.